Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the sample probe and the reagent syringe to resolve the issue.

Event description:
The customer reported obtaining false high sodium and chloride results involving the au5800 clinical chemistry analyzer. The false high results were reported outside the laboratory. Quality control was within the laboratory's established ranges prior to the generation of the false high results. There was no change to patient treatment in association with this event.